Manufacturer narrative:
Add'l info.

Event description:
According to the report, on (B)(6) 2015, a 22 fr gore® dryseal sheath with hydrophilic coating was advanced and a conformable gore tag® thoracic endoprosthesis deployed for treatment of a 52.7×57.5mm thoracic aortic aneurysm. Reportedly, at conclusion of the initial implant procedure imaging showed the tag device had obtained complete wall apposition/seal within the aorta. Reportedly, after the device delivery catheter and sheath were removed, final angiography showed a type ii endoleak, possibly originating from an intercostal artery (exact origin unknown). On (B)(6) 2017, follow-up imaging identified a persistent type ii endoleak contributing to vessel enlargement.

Manufacturer narrative:
(B)(4). The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis that may occur and/or require intervention include, but are not limited to endoleak and aortic expansion (e.g., aneurysm). Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
According to the report, on (B)(6) 2015, a 22 fr gore® dryseal sheath with hydrophilic coating was advanced and a conformable gore tag® thoracic endoprosthesis deployed for treatment of a 52.7×57.5mm thoracic aortic aneurysm. Reportedly, after the device delivery catheter and sheath were removed, a type ii endoleak was noted on intraoperative imaging. The physician elected to take a wait-and-see approach with reportedly no additional procedures performed for treatment of the type ii endoleak. The procedure was concluded without further complication and the patient was reported to have tolerated the procedure. On (B)(6) 2017, follow-up imaging identified a persistent type ii endoleak and aneurysm enlargement. The aneurysm diameter reportedly measured 56.1×62.2mm (+3.4mm/+4.7mm). It was reported, the endoleak is contributing to the aneurysm growth. On (B)(6) 2017, an intervention was performed to treat the type ii endoleak and continuing aneurysm enlargement. According to the report, the aneurysmal sac was coil embolized and the endoleak was resolved. The patient was reported to have tolerated the procedure. No further adverse events were reported.